Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, upon fifth inflation, it was noted that the balloon ruptured in a pinhole form at 12 atmospheres. The device was removed using the normal method without any problem. The procedure was completed with another of the same device. No complications were reported, and patient was good post procedure.